Manufacturer narrative:
Additional information received on 13-dec-2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The pump was visually inspected and found no damaged or crack. The customer's reported problem regarding delivery accuracy was able to be duplicated. During investigation three separate delivery accuracy tests were performed; and at least one test was outside the pump's delivery accuracy manufacturing specifications. Service trimmed the pump expulsor to correct the reported problem. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken at this time.

Event description:
Information was received indicating that this ambulatory infusion pump failed a volume test. No adverse effects were reported.